Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report number: 1627487-2014-12182. It was reported the patient experienced persistent pain at the ipg site and the ipg is tilted in the pocket. Surgical intervention is planned. Follow up revealed the physician opted to explant the ipg and the leads, as the patient also needed an MRI and other testing. Note the patient received two leads with the same lot number.